Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the non-calcified and highly tortuous mid to distal right coronary artery (rca). The lesion had in-stent restenosis from two previously placed non-bsc stents. After predilatation with an unspecified balloon, the 2.50x32mm taxus liberte stent delivery system (sds) was advanced but unable to cross. When the sds was removed from inside the pt, the stent was examined and damage was noted. The procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "good".